Event description:
The event is reported as: the customer alleges that the bottom of the bottle (device) cracked during use. Pt condition reported as fine.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review was conducted. A review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. The complaint is not confirmed. Root cause unk. Teleflex will continue to monitor feedback from the customers on issues related to water bottle getting cracked prior to or during use.